Manufacturer narrative:
Hernia and diastasis recti (other medical) are identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual, under rare side effects, states, ¿treatment may cause new hernia formation or exacerbate pre-existing hernia, which may require surgical repair.¿ it also states in the warning section that ¿the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.¿

Event description:
Additional information was received that patient received a computer tomography (CT) scan of the abdomen in (B)(6) 2018 and the findings showed a "small hiatal hernia." Device relatedness cannot be ruled out at this point in time.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks, upper and lower abdomen, upper and lower back on (B)(6) 2016 and (B)(6) 2017 using the coolcurve+ and coolcore applicators and developed paradoxical hyperplasia (pah/ph) after treatment.